Event description:
During *2 routine phaco-emulsification of cataract procedures it was noted that there were tiny black "droplet" like dots which appeared when alcon provisc was injected into the eye prior to the iol insertion (it is also used to insert the lens). They were able to be irrigated out of the eye. Reporter was able to see this on the tv monitor as facility has a camera connected to the microscope. Facility also video taped these 2 events. Alcon provisc lot #02102k, 0210d. #2 different surgeons. When the provisc was introduced into the eye, globules appeared in the chamber. There were two different appearing bubbles. Some were shiny like air and some were yellowish and more dense appearing.